Event description:
Customer reported the pump alarms with a high-pitched sound starting on (B)(6) 2017 and has continued to make sound on several different occasions.

Event description:
Customer reported the pump alarms with a high-pitched sound starting on (B)(6) 2017 and has continued to make sound on several different occasions. At the time of the initial report, the error information was unavailable. However, it is now known that errors 43 and 45 were found in the device event log. The device was received for evaluation. Reviewed history log, verified non consecutive errors, errors 43, 44 and 45. Led display replaced. Unable to verify ""alarms with high pitched sound"". During testing ocs clamp motor observed with loud noise, replaced. Cleaned and post repair tested pump per quality control check list. After repair, device meets specification. Error 43 (lcd failure communication) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. Error 44 (lcd driver failure) is known and is linked to a software issue. This error has been addressed by a CAPA and corrected in the latest software version available 1.9a.

Event description:
Customer reported the pump alarms with a high-pitched sound starting on (B)(6) 2017 and has continued to make sound on several different occasions. At the time of the initial report, the error information was unavailable. However, it is now known that errors 43 and 45 were found in the device event log.